Event description:
Boston scientific received information that a lead safety switch was detected for this right ventricular (rv) lead. While in the clinic checking the leads the impedance measurements were 530 ohms and they have been averaging at 500 ohms to 530 ohms on a weekly basis. The local sales representative reprogrammed the device and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available, this investigation will be updated.